Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient received an elective replacement indicator message. The patient underwent an ipg replacement procedure.